Manufacturer narrative:
The company representative was able to confirm (via event log review) but was unable to replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that during the surgery, a system message was displayed and the device shut down automatically. After being turned back on, it worked without any problems.

Manufacturer narrative:
Additional information is provided in sections b.3 and b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, there was insufficient power during irrigation/aspiration mode but continued the surgery and the ophthalmic system shut down without any system message. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date. This complaint is pertaining the two of two reports received from the same facility.